Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2003, explanted: unk.

Event description:
It was reported that patient experienced change in therapy with symptoms of nausea, vomiting and difficulty in breathing following a refill session yesterday i.e. (B)(6) 2011. It was not known if the procedure caused the problem. Patient was admitted to ER. Healthcare provider (hcp) was to check pump programming. Additional information has been requested; a follow-up report will be sent when it becomes available.